Event description:
On (B)(6) 2012, the patient/lay user contacted lifescan (lfs) alleging she was unable to check her blood glucose with her onetouch ultra meter due to it not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2012 at approximately 8am. The patient manages her diabetes with an unknown type/dose of oral medication and reported that she continued with her usual diabetes management routine in response to the alleged issue. The patient claimed that approximately 1-2 days later she developed symptoms of "nausea, headaches and shakes" and denied receiving any form of medical intervention despite her symptoms. She reportedly went to see her doctor on (B)(6) 2012 at 3:30pm and her blood glucose was tested using the dr's meter (unknown type) and a reading of "223 mg/dl" was observed. No treatment was administered by her doctor. At the time of troubleshooting, the patient reported that the meter was dropped in a sink and did not turn on afterwards. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up #1 (7/18/2012)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.